Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image) alarm, exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1885a. Customer reported a critical pump error/open book image error. No harm requiring medical intervention was reported. No product return is required for mmt-1885a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit came in with critical pump error alarm (open book). Unit was successfully downloaded using thump software. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review using the pump detailed trace it recorded pump error 2, pump error 3 and pump error 63. Pump error 2 was recorded twice on (B)(6) 2024 at 16:46:53 and 16:47:37. Pump error 3 (line number = 1541 and file number = 2002) was triggered twice on (B)(6) 2024 from 16:42:25 to 16:44:05. Per engineering troubleshooting guide, it was determined that pump error 3 was confirmed due to ipc problems. Pump error 63 (variable = 9, 2 file number = 32143, 49 line number = 399, 2318) occurred ten times on (B)(6) 2024 from 16:42:34 until 16:47:43. Per engineering troubleshooting guide, it was determined that pump error 63 was due to a hardware issue with the lcd. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroding electronic assemblies, keypad flex connector and force sensor causing electrical short. Cosmetic damage confirmed with stained keypad overlay, scratched case, battery tube threads - cracked, cracked case (battery tube) and label damage (faded). In conclusion, customer concern for critical pump error (open book image) was confirmed due to moisture on electronic assemblies. Pump error 63 was confirmed in the traces due to hardware issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.